Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that foreign material and blood exited from the nozzle of the subject device. Before the phenomenon, the user performed unspecified procedure with the subject device. During the procedure, the user noticed that the nozzle of the subject device was clogged. The user completed the procedure with the subject device. There was no report of patient injury associated with this event.